Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a follow up CT approximately 5 years 1 month post implant showed that the diameter of the right common iliac artery had enlarged, due to aging. The right contralateral limb (etlw1613c93ej) which was landing on the right cia dislodged into the abdominal aortic aneurysm completely, and a type ib endoleak occurred. The patient was treated approximately 1 week later, with right internal iliac artery embolization and implant of an additional endurant limb (etlw1610c156ej), which was landed on the external iliac artery. This resolved the type ib endoleak. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.